Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for an acute deep venous thrombosis and an inability to anticoagulate. The left common femoral vein was accessed and venography performed with co2 revealed a widely patent vena cava with brisk flow at the level of the renal arteries over the inferior portion of l1. The vena cava measured less than 28 mm at that level. The filter was positioned and deployed fairly well with good orientation. Completion venography revealed a widely patent vena cava with good flow and a well-positioned filter. Pressure was held. The patient tolerated the procedure well and there were no immediate apparent complications. Approximately four months post filter deployment, the patient was tolerating anticoagulation without complications and filter removal was indicated. The right internal jugular vein was accessed and a wire and sheath were passed down into the ivc. Venography with co2 was performed and showed a widely patent vena cava with brisk flow through the filter. The filter was in decent position, although it did have a significant posterior tilt to it. A detached filter limb was noted to be positioned high in the upper portion of the ivc just above the left renal vein, but well below the atrium. A snare was unable to grasp the filter as the tip of the filter was against the wall of the cava. An endograsper was able to loosen the filter from the wall and the filter was pulled into a 10 french sheath. A snare was used to complete the removal. Completion venography revealed a widely patent vena cava with brisk flow and no evidence of complications. Attention was then turned to the detached filter limb which was against the wall of the cava. Multiple attempts were made to grasp the detached filter limb with endograspers and a snare; however, the detached filter limb appeared to be attached and embedded in the ivc wall. No more attempts were made to retrieve the detached filter limb in the ivc, as it could not be dislodged. The sheath was removed and pressure was held. The patient tolerated the procedure well and there were no immediate apparent complications. Approximately four months post filter retrieval, x-rays demonstrated a metal foreign body associated with the mid upper abdomen consistent in appearance with a filter limb. The patient was asymptomatic from this and the physician felt that the detached filter limb had likely grown into the caval wall and would not cause any further trouble at that point. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was deployed in good position. Completion venography revealed a widely patent vena cava with good flow and a well-positioned filter. Approximately four months after deployment, the patient presented for filter retrieval. Venography allegedly demonstrated a tilted filter with a detached limb. The detached limb was embedded in the upper portion of the inferior vena cava just above the left renal vein. A snare was allegedly unable to capture and retrieve the filter successfully; therefore, an endograsper was used to loosen the filter from the wall and successfully retract the filter into the retrieval sheath. An unsuccessful attempt was made to retrieve the detached limb. The limb was reportedly embedded in the ivc wall and the procedure was concluded. Based on the medical record review, filter tilt, limb detachment and removal difficulties can be confirmed. The filter was likely difficult to remove due to the angulation of the filter. It is unknown how the limb detached or the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four months post vena cava filter deployment for dvt and contraindication to anticoagulation, during a filter retrieval procedure, the filter was found to be tilted with a detached limb in the ivc. The filter was successfully retrieved without incident; however, despite multiple attempts made, the detached filter limb remained embedded in the ivc. The patient tolerated the procedure well and there were no complications. Approximately four months post filter retrieval, x-rays demonstrated the detached filter limb in the mid upper abdomen that the physician felt would not cause any further trouble at that point. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. Approximately four months post vena cava filter deployment for deep vein thrombosis and contraindication to anticoagulation, during a filter retrieval procedure, the filter was found to be tilted with a detached limb in the inferior vena cava. The filter was successfully retrieved without incident; however, despite multiple attempts made, the detached filter limb remained embedded in the inferior vena cava . The patient tolerated the procedure well and there were no complications. Approximately four months post filter retrieval, x-rays demonstrated the detached filter limb in the mid upper abdomen that the physician felt would not cause any further trouble at that point. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After, twelve days of post deployment, the patient was diagnosed with right lower abdominal pain, and it was quite painful and not getting better. Around, four months later, through the right internal jugular vein approach, the bard eclipse inferior vena cava filter was removed. The right internal jugular vein was accessed and a raabe sheath was passed down to the inferior vena cava below the area of the filter. Then a venography was performed which demonstrated widely patent vena cava with brisk flow through the filter and the filter was in decent position, although it did have a significant posterior tilt to it. Also, there was noted to be a fracture of one of the support struts of the filter and this was positioned high in the upper portion of the inferior vena cava just above the left renal vein and this was as well below the atrium. At this point, a 50-mm gooseneck snare was used and assisted but was unable to grasp the filter as the tip of the filter was against wall of the cava. Then an endograsper was then used to grasp the base of the stem and this was able to be loosened from the wall. Then a 10-french balkan sheath was placed and with the grasper, was able to be removed through the sheath. First pulled into the sheath, an atrieve-style snare was used to complete the removal and the filter was removed. Completion venography revealed a widely patent vena cava with brisk flow and no evidence of complications. Then attention was turned to the fractured strut, which was against the wall of the cava and multiple attempts were made to grasp this with a couple of endograspers and snare, however, it appeared to be fairly attached and imbedded in the wall, and attempts were abandoned as this could not be dislodged. Around, one month later, the patient diagnosed with a foreign body and the vascular test data was reviewed which mentioned that the patient had an inferior vena cava placed and the filter had been removed, however, during inferior vena cava filter removal, one of the support struts of the filter was noted to be fractured prior to attempt at removal and the filter was removed, but the remaining strut support was securely imbedded in the vessel wall. Around, three months later, the patient presented for follow up regarding deep vein thrombosis. The preset illness history mentioned that the patient had an inferior vena cava filter and during inferior vena cava filter removal, it was noted that a small leg of the filter, which had broken off and lodged in the sidewall of the inferior vena cava and this was approximately at the level of the hepatic veins, and it was unable to be removed at the time. An x-ray of chest was performed on the same day for finding the inferior vena cava filter strut. The study showed that there was an inferior vena cava filter strut in place in the vena cava, but it was very difficult to be seen on the chest x-ray. An x-ray of abdomen was also performed on the same day for finding the inferior vena cava filter strut. The study showed that there was a metal foreign body associated with the mid upper abdomen that was consistent in appearance with a strut for an inferior vena cava filter. Around, one year four months later, the patient presented to the emergency department for abdominal pain and the pain was sharp, moderate, but severe when pushed on, does radiate to belly button. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), filter limb detachment, and retrieval difficulties. Based on the available information definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques - movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques: - filter tilt; - filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four months post vena cava filter deployment for dvt and contraindication to anticoagulation, during a filter retrieval procedure, the filter was found to be tilted with a detached limb in the ivc. The filter was successfully retrieved without incident; however, despite multiple attempts made, the detached filter limb remained embedded in the ivc. The patient tolerated the procedure well and there were no complications. Approximately four months post filter retrieval, x-rays demonstrated the detached filter limb in the mid upper abdomen that the physician felt would not cause any further trouble at that point. No additional information was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and a filter limb detached and embedded the wall of the ivc. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: an inferior vena cava filter was placed after a sustained deep vein thrombosis and subdural hematoma post moped accident with contraindication to anticoagulants. Placement was via the left common femoral vein. Venacavogram revealed a widely patent vena cava with brisk flow at the level of the renal arteries over the inferior portion of l1 and a vena cava measurement of less than 28 mm at this level. The filter was deployed with good orientation. Completion venography revealed a widely patent vena cava with good flow and well-positioned filter. Approximately two weeks post ivc deployment, the patient complained of right lower abdominal pain, which was determined to be from diverticulitis. Approximately four months post ivc deployment, the patient was scheduled for ivc removal. Access was via the right internal jugular vein. An inferior venacavagram indicated a widely patent vena cava with brisk flow through the filter. The filter was in decent position, with a significant posterior tilt and a detached strut in the upper inferior vena cava above the left renal vein. Using a gooseneck snare and endograsper the filter was then removed. Multiple attempts were made to grasp the detached filter strut using endograspers and snare, however, the strut was attached and imbedded in the wall, attempts were abandoned. Approximately four months post ivc filter removal, a chest and abdominal x-ray demonstrated the strut to be in stable position and in in the same position in the upper abdomen. It was felt that the strut had ¿likely grown into the wall and will not cause any further trouble.¿ no further relevant records are found; and his current status and that of the strut remain unknown. Investigation summary: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was deployed in good position. Completion venography revealed a widely patent vena cava with good flow and a well-positioned filter. Approximately four months after deployment, the patient presented for filter retrieval. Venography allegedly demonstrated a tilted filter with a detached limb. The detached limb was embedded in the upper portion of the inferior vena cava just above the left renal vein. A snare was allegedly unable to capture and retrieve the filter successfully; therefore, an endograsper was used to loosen the filter from the wall and successfully retract the filter into the retrieval sheath. An unsuccessful attempt was made to retrieve the detached limb. The limb was reportedly embedded in the ivc wall and the procedure was concluded. Based on the medical record review, filter tilt, limb detachment and removal difficulties can be confirmed. The filter was likely difficult to remove due to the angulation of the filter. It is unknown how the limb detached or the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters. Requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques, filter tilt, filter malposition. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four months post vena cava filter deployment for dvt and contraindication to anticoagulation, during a filter retrieval procedure, the filter was found to be tilted with a detached limb in the ivc. The filter was successfully retrieved without incident; however, despite multiple attempts made, the detached filter limb remained embedded in the ivc. The patient tolerated the procedure well and there were no complications. Approximately four months post filter retrieval, x-rays demonstrated the detached filter limb in the mid upper abdomen that the physician felt would not cause any further trouble at that point. No additional information was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and a filter limb detached and embedded the wall of the ivc. The device was removed percutaneously. The current status of the patient is unknown.